Manufacturer narrative:
Additional information was received that the patients leads had migrated from a fall and had stopped using the device for a period of time. The patient underwent a revision procedure wherein the ipg, leads and clik anchors were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs device was non-functional for over a year. The patient will undergo an ipg replacement procedure and possible lead replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-70 serial #: (B)(4). Description: scs 70cm iii lead.

Event description:
A report was received that the patient's scs device was non-functional for over a year. The patient will undergo an ipg replacement procedure and possible lead replacement.